Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the refrigerator door was unable to be detected. The field service engineer (fse) assisted the customer through a full shutdown of both the refrigerator and the medstation, along with the proper reboot procedure. The customer confirmed that the issue had been resolved. The system functioned as intended after the fse assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge door in the main emergency department would not unlock and displayed a message indicating it was not detected on the bus. The customer stated that they had tried restarting and powering off the unit, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.